Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners have caused multiple gaps in their teeth. These gaps caused infections and serious pain.